Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was in a lot of pain a few days following the implant of his scs system. The patient was treated in the e.r. On (B)(6) 2015, reporting the inability to move his legs. The patient underwent emergency surgery after detecting a blood clot. The patient's lead and ipg were removed. The patient is in ICU at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is in physical rehab.